Event description:
During a colonoscopy procedure the image went black. There were no reported injuries to the patient.

Manufacturer narrative:
The scope was returned in 2007, and evaluated. The video image was reported lost during the procedure. The exact cause of this incident cannot be determined. The scope was originally sold in 2005. The insertion tube unit (isa) was replaced. The scope is now functioning properly. There were no reported injuries related to this incident.